Event description:
In the ed, pt was receiving tpa when the IV tubing was found leaking. Leak is from the upper silicone segment. Set will be sent back for investigation. There was no patient harm and no medical intervention was required. Customer states that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.